Event description:
A caller reported experiencing a cgm error with code 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, which resolved the issue, and the caller successfully began their sensor session without further errors.